Event description:
The account alleged the bed functions do not work from the right siderail, from time to time, the bed will run on its own sometimes.

Manufacturer narrative:
Repairs have not been completed.